Manufacturer narrative:
The reported event of peeled / parylene coating delamination was confirmed. Upon receipt, several scratch and tool marks were noted on the surface of the device, which is believed to be the cause of the damage to parylene coating and consistent with having occurred during the procedure. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that during the device change procedure, it was noticed that the coating around the exterior of the device was starting to detach, possibly due to excessive force clamping the device. All plastic was removed from the patient. The patient had no adverse side effects. The patient was stable.